Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased thresholds as well as high out-of-range (oor) pacing impedances of greater than 2000 ohms. The physician believes the lead was fractured in the clavicle region. The lead was laser extracted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.